Event description:
It was reported that there is an air leakage suspected. The event occurred during unpacking at facility. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The issue was traced to a hole in the respiration bag. However, the investigation could not identify a root cause for the observed hole. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. As no manufacturing-related root cause could be determined, no actions have been assigned at this time.